Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's ex wife reported via phone call that customer went to emergency room due to high blood glucose on (B)(6) 2019. Customer's blood glucose level was 533 mg/dl at the time of hospitalization. Customer was treated with insulin shot. Customer will back after work to complete troubleshooting for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event.the insulin pump will not be returned for analysis.